Event description:
Report rec'd of secondary infusion being pumped into primary infusion bag. It was reported that the pt was receiving a primary kvo infusion with normal saline, 250cc bag, in gravity mode. The pt was receiving a secondary infusion of lidocaine and amrinone into a lower y-site with two sigma pumps at a combined rate of 75cc. During pt rounds, it was noted that the peripheral antecubital IV site was occluded due to the pt arm being in a "bent" position. The normal saline 250cc bag was inflated to approx 300cc of fluid which had been pumped from the downstream infusion. The kvo line had been clamped off by the nurse. Upon this discovery, the pt was administered a bolus of lidocaine and the IV access site and all tubing and solution bags were changed. There was no report of adverse reaction or harm to the pt due to the incident.